Event description:
It has been reported to philips that the device was not booting up successfully. The system was not in clinical use. No harm has been reported to philips. Upon evaluation, it was found the power supply was faulty. The power supply was replaced, and the device returned to expected functionality. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse)inspected the system onsite and confirmed that the system could not boot up and table was working. Upon functional testing, the fse found that the m-cabinet f2 was tripped, and r-cabinet scc and ipc computer are power off. To resolve this issue the fse switched on f2 the system was powered on and replaced the ipc atx power supply. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.